Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, noise was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. An ra lead revision is anticipated to be performed to resolve the event. No intervention has been performed. The patient was in stable condition.